Event description:
It was reported that the ilet pump¿s screen was cracked, resulting in a nonfunctional display, and a replacement device was shipped after confirmation of the serial number. Symptoms included no reported adverse health effects. Outcomes included no impact on health and no alarms. Investigation included review of device history and return logistics, with plans for evaluation of the returned unit. Investigation of this case revealed physical damage to the screen consistent with external impact, affecting the display component and rendering the user interface inoperable. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.

Manufacturer narrative:
Initial.